Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was advised that the pump could continue to be used and to contact support if the malfunction code recurs.